Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited shock impedance of 130 ohms, which is high within normal range. A defibrillation threshold (dft) test was scheduled, and several attempts with 50 hertz to induce the patient into ventricular fibrillation (vf) were unsuccessful. At the last attempt, the patient was induced to vf and a shock was delivered, which converted into sinus rhythm. The impedance was observed at 131 ohms and the patient was discharged home. Technical services (ts) reviewed the event and discussed the difficulty to induce might had been related to the underlying patient disease, medication or the system placement. The system impedance has been stable since (B)(6) 2022 until now, ranging around 90 - 135 ohms, there is also no evidence of an acute change in impedance. Troubleshooting options and recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.